Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple inappropriate shocks from their implantable cardioverter defibrillator. Upon interrogation, the device exhibited post sensed t-wave oversensing and delivered inappropriate therapy. The physician reprogrammed the device. The patient was in stable condition.